Event description:
It was reported that the patient developed a post operative infection and was treated with oral antibiotics. Subsequently, the patient had a sudden increase in bilateral eyelid inflammation and conjuctival inflammation. The patient was started on a new antibiotic and a medrol dose pack. The original procedure was a blepharoplasty which was performed in 6/2002.